Event description:
Md attempted to bolus pt, unsuccessful. Opened new epidural kit and changed actual port for epidural, no success with bolus infusion. Pulled out epidural tubing and reapplied new epidural. Kit that malfunctioned was given to nurse manager. Md thought was that potential crimping in tubing during insertion of first epidural. Unable to bolus freely after removed. Resistance still felt during attempt to clear tubing. In total, only two epidural kits were used.======================health professional's impression======================md thought was that was potential crimping in tubing during insertion of the first epidural but none was visible.